Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited a shock impedance daily measurement of less than 20 ohms. Defibrillation testing was performed and the impedance was 24 ohms. The patient returned due to beeping tones and interrogation revealed antoher less than 20 ohms measurement.